Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device was explanted and the patient was successfully reimplanted with a bonebridge.

Manufacturer narrative:
It was reported that the device was explanted and the patient was successfully re-implanted with a bonebridge. Despite several inquiries, no information regarding the reasons for explantation has been received. The device is not available for investigation. Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. A root cause for explantation/failure remains unknown.

Event description:
It was reported that the device was explanted and the patient was successfully re-implanted with a bonebridge. The device is not available for investigation. The reason for the explantation is not known.